Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:35:47. During night drain cycle one, the patient's ultrafiltration reading was 1083 ml, indicating the home patient drained 1083 ml more than their maximum programmed fill volume of 1800 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This is an ancillary service event. The homechoice device received a returned instrument testing evaluation. This evaluation included functional and electrical testing of the device. A visual inspection was performed. A service history record review was performed and revealed no issues that could have caused or contributed to the reported problem. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was false empty detect at initial drain and initial drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.